Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and found that the system was not booting up. Upon troubleshooting, the rse inspected the hard drive status lights and network connections; both were functioning properly. A keyboard and mouse were used to directly interact with the suite pc, allowing access to philips support connect. The rse detected error logs indicating process crashes on the suite pc. The rse tried reloading the current backup, which failed. The rse assisted the customer in reloading the suite pc software. This action addressed the software-related issues. The system was successfully restored from a recent backup once the software was reloaded. The customer confirmed that the resolution was successful. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.